Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that insulin leaked from the reservoir. The customer changes the reservoir every 11 days. The customer was advised to change the reservoir every 2-3 days. Nothing further was reported.